Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event description indicates that the event is related to orthopedic procedure. However, the follow up information indicates that the product was used on umbilical region.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure and topical skin adhesive was used. A reddish inflammatory skin reaction occurred during its use for closing the wound. The device was used on the epidermal layer in the umbilical region of the skin. It is unknown how many layers were applied. After the procedure, on post-operative day 10, superficial skin reaction occurred. Debridement was performed to address the reaction. The current patient status is reported to be cured, good. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the event description indicates that the event is related to orthopedic procedure. However, the follow up information indicates that the product was used on umbilical region. Please clarify what was the procedure name: we are sorry for the misinformation. The correct procedure is lap inguinal hernioplasty.